Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in-clinic following a syncopal episode. Moreover, loss of capture was noted and the device had almost reached its elective replacement indicator (eri). Technical support (ts) was contacted but the loss of capture could not be confirmed and determined that the longevity of the device was normal and was due to high base rate and output exhibited by the device. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Customer complaint of high battery impedance was confirmed but the failure to capture was not confirmed. Device was received at end-of-life (eol) voltage level. Analysis indicated that device was operated in high output settings. Initial interrogation showed that device was at eol level once the load was applied. Magnet rate measurement confirmed eol battery level and high battery impedance is normal at these levels. After replacing the battery, test results, including functional testing, showed device was in normal range of operation. Device was implanted for 3.47 years, which exceeded devices 2.80 years projected longevity. Device has reached eol level as expected and is considered normal battery depletion.